Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the patient experienced an intermittent audio output and an adverse event. Date of issue is an approximation. It was reported that the receiver did not make an audible sound and the patient went into a low, lost consciousness and fell. The patient's wife dialed 911 and when the paramedics arrived, they revived the patient by administering the patient with an intravenous (IV). The paramedics also checked the patient's glucose level; however, the patient was unsure of what the levels were. The patient did not go to the hospital. Additionally, the patient stated that at the time of event, they did not know what the value of the low was and did not test himself for glucose levels. At the time of contact, the patient was in good condition. No additional patient or event information is available. No product or data were provided for evaluation. The reported event could not be confirmed. A root cause could not be determined.